Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after her period ended she felt sick and experienced nausea, uterine pain and cramping, joint pain and difficulty standing. Later that day while using the bathroom and wiping, pieces of tampon came out of her body. Within two hours of the tampon pieces coming out, her symptoms improved.